Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The system presented with overheating message. Fse replaced the guided camera change (gcc) and cleaned out the system filters on the ssc to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product to perform failure analysis. Failure analysis was not able to reproduce the issue. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon side console (ssc) was getting an overheating message, and the system shutdown. Intuitive technical support engineer (tse) reviewed logs and confirmed fault pointing to the guided camera change (gcc). Tse recommended lower the operating room temperature to mitigate overheating and if necessary, bring in a secondary ssc. The procedure was completed with no reported injury.